Event description:
It was reported that during a percutaneous transluminal angioplasty, a balloon ruptured. The 80% stenosed target lesion was located in the moderately tortuous and calcified shunt. A 5fr super sheath guiding introducer was selected to provide access to the target lesion. A non-bsc guidewire was selected and advanced. A 60 x 40, 75 cm mustang balloon catheter was then selected and advanced to treat the target lesion. Upon first inflation at 10 atm, the balloon ruptured. The procedure was completed with another of the same device. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by manufacturer: an examination of the returned device found that a longitudinal tear existed in the balloon material. The tear was located at 2 mm distal to distal markerband and it extended proximally along the balloon for 17 mm in length. An examination of the distal markerband found no issues which could potentially have contributed to the tear. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).